Manufacturer narrative:
The investigation of hemolysis and product damage (guidewire kink) has been completed. The pump was not returned for investigation. The data log did not record any abnormalities related to positioning issues, motor current spikes, or the patient condition at the time of the reported hemolysis event. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided. D6b explant date added b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29650. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29650. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29650. H6 medical device problem code 2981 and component code 463 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29650. H6 medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2025-29650.

Event description:
It was also reported that during the impella 5.5 implantation the impella was advanced over the .018-inch guidewire however there was a kink and curl noticed in the aorta. The wire was removed and placed with a v18 wire. Impella 5.5 was placed over v18 with no difficulty.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that the patient on impella 5.5 support developed hemolysis. Plasma free hemoglobin was 140. Blood products were administered, and hemolysis was resolved. Patient remained on support.